Manufacturer narrative:
(B)(4). It was reported that a patient passed away coincident with peritoneal dialysis therapy. The cause of death was reported as cardiac failure and peritonitis. It was reported the patient was hospitalized (the same month as receipt of this report) prior to death. It was reported an autopsy was not performed; however, the caregiver stated a death certificate is available. It was reported the patient was not recovered from the peritonitis event and subsequently passed away while in the hospital. It was reported pd therapy was ongoing up until the time of death; however, the patient was not connected to the device at the time of death. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a patient experienced peritonitis, coincident with automated peritoneal dialysis therapy. On the day of onset, the patient was hospitalized for the peritonitis. The cause of the peritonitis was unknown. On unreported date(s), the patient was treated with unspecified antibiotics (route, medication, dosage, frequency, and duration not reported) for the peritonitis event. It was not reported if dianeal therapies were ongoing. The patient was recovering from the peritonitis. Seventeen days after the initial onset of this peritonitis event, the patient experienced recurrent peritonitis, coincident with automated peritoneal dialysis therapy. The cause of the recurrent peritonitis was unknown. Treatment for the recurrent peritonitis was not reported. It was not reported if dianeal therapies were ongoing during this episode of recurrent peritonitis; but on a recent unreported date, the peritoneal dialysis catheter was removed and the patient was switched to hemodialysis therapy. The patient was recovering from the recurrent peritonitis event. No additional information is available.